Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker battery was depleting prematurely. Boston scientific technical services reviewed the device data and the analysis revealed that the patient had atrial fibrillation, and required high rate atrial sensing. This impacts the battery consumption of the device and is an expected observation with the change in patient condition. Programming options were provided to decrease the amount power consumption. This device remains in service. No adverse patient effects were reported.